Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the outpatient heart failure clinic with complaints of lightheadedness, decrease in activity level, and fatigue. The patient was admitted to hospital for evaluation of anemia and blood transfusions. On (B)(6) 2017, the patient was given 2 units of packed red blood cells (prbcs), hematocrit (hct) 15.4, hemoglobin (hgb) 4.6 and, international normalized ratio (inr) 4.1. It was noted the patient was taking aspirin 325 mg daily and warfarin 64 mg/week which was held. On (B)(6) 2017, the patient received an additional 2 units of rrbcs and iron sucrose injection. On (B)(6) 2017, the patient received an additional 2 units of prbcs, hct 22.5, hgb 7.3 and inr 2.4 the patient was discharged home on (B)(6) 2017 in stable condition, with medication orders and follow-up visit. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.